Manufacturer narrative:
Device was not returned from (B) (6) to zimmer osp for eval.

Event description:
Through the surgeon used these devices at tka surgery, 900cc of the patient's blood was lost. Allegedly, as the result of the device function check, an anomaly was found. The pt has recovered uneventfully and was discharged from the hospital.